Event description:
It was reported that ongoing occlusion alarms occurred. Customer¿s blood glucose level was in the 300's mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.